Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 100 units and remained static. Reportedly, the cartridge was filled with 180-200 units of insulin. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer continued using the existing cartridge for insulin therapy.